Event description:
Reporter indicated a patient developed an infection at the vns generator and lead sites after generator replacement surgery and the generator and lead were explanted due to the infection. The cause of the infection is unknown. The patient has a history of trauma with neck-twisting, but it is unknown if this is related to the infection. Cultures taken from the wound sites identified staphylococcus aurous coagulase-positive bacteria. The patient also received intravenous antibiotics and has fully recovered from the infection. After the vns lead and generator were explanted for infection, the patient developed left vocal cord paralysis. The left vocal cord paralysis is attributed to the explant surgery. The patient has no history of vocal cord paralysis. The vns system was functioning properly at the time of explant per the reporter. The patient has had a stent placement as an intervention for the vocal cord paralysis which has significantly improved his speech.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.